Event description:
Patient mentioned she has had 2 "episodes" of extreme headache and neck-ache with associated shoulder pain and fatigue. Patient asked if this would be related to a pump malfunction of getting too much medication too fast and requested that the pump that was in use during the episode be replaced. The (B)(4) pump replaced. Patient currently using the other pump with no problems. Dose or amount: remodulin 40 nkm. Frequency: continuous. Route: subcutaneous. Dates of use: (B)(6) 2011 to ongoing. Diagnosis or reason for use: pah.